Manufacturer narrative:
The date of the event is unknown; however, the article was received for publication on the 25th of july, 2025. Therefore, the 25th of july 2025 was used as the occurrence date. Investigation is ongoing. Literature reference: chin, d. X. L., de michele, g., cristofani, d., & de felice, f. (2026). Tavi-in-tavi in a patient with morquio syndrome: a case report. European heart journal-case reports, 10(1), ytaf662.

Event description:
Through review of medical article "tavi-in-tavi in a patient with morquio syndrome: a case report", from corresponding author dr. Diana xiao lan chin, the following events were identified as pertaining to an edwards device: a patient with morquio syndrome underwent transcatheter aortic valve implant (tavi), using a 20mm sapien 3 valve due to high surgical risk. The initial procedure was complicated by dissection of the right iliac and common femoral arteries, which was managed conservatively. Post-procedural echocardiogram showed a mean transaortic pressure gradient (pg) of 30 mmhg, and the patient remained mildly symptomatic. Six years after valve implantation, worsening heart failure symptoms and signs prompted an aortic valvuloplasty, which lowered the mean transaortic pg to 12 mmhg. Two years later (8 years after original valve implantation), the patient presented with progressive dyspnea and signs of heart failure. Transthoracic echocardiography revealed degeneration of the transcatheter heart valve (thv) with severe aortic stenosis (mean pg 107 mmhg, peak velocity 4.9 m/sec) and moderate aortic regurgitation. Consequently, it was decided to implant a 23 mm non-edwards valve within the previous one. Finally, the patient was discharged after 7 days.